Event description:
On (B)(6) 2012, the lay-user/patient's mom contacted lifescan through email from (B)(6) alleging the one touch verio iq meter powers off during use. It was noted that the system gets fully charged and then only last a few hours before it needs charging again. The patient's mom did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's mom claimed the meter powers off during use. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's mom did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.